Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the stent graft failed to deploy. The procedure was for venous stenosis of an av fistula. A sheath and guide wire were used for the procedure, but the size and brand not known. The vessel was predilated and it was not difficult advancing to the intended site, but once at the site, resistance was felt when trying to deploy the stent graft. The device was removed and a second one used to complete the procedure without difficulty. No injury to the patient reported.